Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. A transmission following the programmed changes revealed the issue was resolved. The patient was stable.